Event description:
It was reported that the patient underwent a right total hip arthroplasty, and approximately 9 years later medical intervention was required due to dislocation. The patient was admitted overnight for pain relief. The patient did not undergo a revision, the implants are still in place. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Medical devices: 46mm o.d. Size ff porous uncemented with cluster holes shell use with ff liners; item# 00875704601; lot# 61372515. Biolox delta ceramic taper liner, size ff / 28 i.d. For use with 46 mm o.d. Size ff shell; item# 00877500728; lot# 2515413. Femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 9 standard offset; item# 65771100900; lot# 61609829. Report source - foreign: united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Product remains implanted, therefore product evaluation could not be performed. Review of the manufacturing records identified no deviations or anomalies during manufacturing. Device used for treatment. The crf for the clinical study was provided and reviewed. Patient underwent a tha on the right side because of osteoarthritis. Patient had no issue for two years, when suffered dislocation of the right hip. Patient is treated via manipulation under anesthesia in order to reduce the dislocation, but no revision surgery was performed. With the available information a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.